Event description:
It was reported the inner sheath ceramic tip beak is broken. The issue occurred during reprocessing prior to an undisclosed therapeutic procedure. The procedure was completed with an unknown device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.